Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump fill estimate was inaccurate. Additionally, it was reported that the cartridge leaked where the patient line connects to the tubing and that there were air bubbles in the tubing. The customer's blood glucose level was 70 mg/dl. A new cartridge was successfully loaded, the tubing was primed to remove the air, the fill estimate was accurate, and insulin delivery was resumed.